Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The part was returned to the manufacturer for evaluation. After visual and physical testing, it was observed that the failure could not be duplicated with the pendant buttons, but did notice the swivel was difficult to move. It was verified that the system functioned as intended.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant buttons are occasionally slow to respond and there is difficulty pressing them. No patient was present at the time of the event.